Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device quit working. It was no longer able to cut. A second device was used to successfully complete the procedure with no adverse patient consequences.